Manufacturer narrative:
The reason for this revision surgery was reported as pain. The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as limited information was provided to djo surgical - austin for review. The revised items was not returned for examination and the lot numbers was not provided. To adequately investigate this event, lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. The root cause of this complaint was a revision surgery due to pain. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.

Event description:
Revision surgery: patient had pain, also bushing wear.